Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 20 x 2.50 promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break located at 42.5cm distal to the distal end of strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a stent was not able to cross a lesion. A 20 x 2.50 promus premier select drug eluting stent was advanced for treatment. However, the shaft break inside the patient and was not able to cross the lesion. The procedure was completed with another of same device. There were no complications reported and patients status was stable. However, it was later reported that a shaft break occurred inside the patient while crossing the lesion.